Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, a two photo samples were submitted. Evaluation of the photo samples noted the stent had broken into two pieces. Though a specific cause cannot be determined, a potential root cause for this event could be "inappropriate package design". As no patient involvement was reported the device was not used, however, is intended for treatment purposes. It is unknown if the device had met relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.